Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the "handle cable" was loose. There was no reported patient involvement.

Event description:
It was reported to philips that the "handle cable" was loose. The symptom was further clarified by a philips fse as the internal paddles wires were loose and disconnected, as the customer's hospital engineer dismantled the wiring and forgot the sequence to reconnect the wiring. There was no reported patient involvement.